Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The electrogram has a wandering baseline. The noise could be reproduced during office testing. The system's sensing vector has now been reprogrammed from the secondary vector to the primary vector. After further testing, the system therapy has been programmed off. There were no additional adverse patient effects. The system remains implanted.